Manufacturer narrative:
Testing and investigation found that the device touchscreen did not respond when pressed. Further testing found corrosion on the bottom of the touchscreen due to fluid ingress which was the probable cause of the customer's reported non responsive touchscreen. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device touchscreen does not respond when pressed. The device was returned to the biomedical department from an unk floor for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was unresponsive at start up and did not pass the touchscreen calibration. No add'l info was provided.